Manufacturer narrative:
Follow-up # 2 ¿ (10/11/2014). The patient¿s test strips have been returned on 9/10/2014 and evaluated by lifescan product analysis on 10/3/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation:the meter involved with this complaint has been returned on 9/8/2014 and evaluated by product analysis (pa) on 9/11/2014 with the following findings: the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. The test strips have also been returned to lfs; however, the investigation has not been completed. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging their one touch verio iq meter read inaccurately erratic and high. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient reported that on the morning of (B)(6) 2014 her spouse found her ¿unconscious¿. He reportedly tested her blood glucose with the subject meter and obtained a blood glucose reading of ¿5.9mmol/l¿ which he did not feel was accurate, so he retested her and then obtained a result of ¿3.1mmol/l¿. Both tests were performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient¿s spouse treated her with food and drink and the patient confirmed that she began to feel better within ten minutes. The patient manages her diabetes with both humalog (adjusted based on sliding scale) and lantus (set dose). On the morning of the alleged product issue, less than one hour prior to falling ¿unconscious¿, the patient reported she had returned home from a ¿long 45 minute walk¿ with symptoms of feeling tired, sweating and a ¿faster heart rate¿. The patient confirmed she associated the symptoms with low blood glucose. The patient claimed she tested her blood glucose when symptomatic and obtained a result of either ¿2.8 or 3.1mmol/l¿ and then drank orange juice. The patient claimed that her spouse found her unconscious approximately 25 minutes after drinking the juice. Prior to going on her walk, the patient stated, she had tested earlier that morning and had obtained a result of ¿5.9mmol/l¿, which was lower than she liked and ate some candy to raise her glucose to ¿around 7mmol/l¿ before going out for a ¿long 45 minute walk¿. The patient mentioned that she did not administer her morning insulin that morning. During the follow-up call, the patient attributed the onset of her low blood glucose symptoms to the long walk in high heat. At the time of troubleshooting, the csr confirmed that the test strips were in good condition, the patient¿s technique for applying the blood to the test strip and for cleaning the puncture site were correct and the test strips were stored correctly (per owner¿s booklet recommendation). The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although, the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient was symptomatic prior to obtaining the alleged inaccurate erratic results and there was no allegation that the subject meter provided inaccurate results prior to the event. In addition, the patient stated that she believed the low blood glucose excursion was caused by going for a long walk in high heat. However, this complaint is being reported because the subject meter did not meet lfs¿ precision criteria and the result of ¿5.9mmol/l¿ did not correlate with the patient¿s feelings.